Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device upgrade noise on the existing rv lead was observed. The noise appeared chronic. On (B)(6) 2019, the lead was capped and replaced. The patient was stable.